Event description:
Additional information from the physician/author stated that after the valve-in-valve procedure with a non-medtronic bioprosthetic valve, there was a ¿thromboembolic¿ issue caused by tissue fragments of the medtronic bioprosthetic valve which ended up in an intracerebral disease. None of the extracted embolized material was available for return to medtronic as it was not preserved. The patient weight was reported as (B)(6).

Manufacturer narrative:
(B)(4). Title: case report: cerebral stent retreiver thrombectomy of an embolized valve fragment after valve in valve tavi citation: clin res cardiol. E-publish ahead of print 2015 oct 29. [Doi 10.1007/s00392-015-0935-z] authors: jan-erik gulker, peter schott, marcus katoh, alexander bufe date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a elderly female patient with symptomatic aortic valve stenosis underwent successful implant of a medtronic bioprosthetic valve (21-mm, serial number not provided). Seven years later, at the age of (B)(6), the patient presented with aortic valve stenosis-related clinical symptoms such as recurrent syncope and dyspnea with exercise. Transesophageal echocardiogram (tee) revealed valvular degeneration with a mean transvalvular pressure gradient of 50 mmhg. The patient then underwent a transcatheter valve-in-valve implantation with a non-medtronic bioprosthetic valve. Following successful placement of the new bioprosthetic valve anesthesia was ceased and the patient was extubated. The patient however failed to resume spontaneous breathing and re-intubation was required. Computed tomography (CT) angiography demonstrated an occlusion of the left middle cerebral artery (mca) bifurcation. In an emergent catheter-based intervention, a white solid piece of tissue was recovered from the mca. After extraction of the embolized material and restoration of a regular cerebral perfusion, the patient recovered with full spontaneous awareness. Pathological analysis proved the tissue to be a fragment of the degenerated medtronic bioprosthetic valve. No additional adverse patient effects were reported. Additional information has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.